Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Upon evaluation the fse discovered that the unit had a blood back. The fse replaced the pneumatic interface module (pim) and safety disk and calibrated the transducers. This corrected the issue. Full calibration and functional testing were performed. The unit passed all functional and safety tests per factory specifications. The unit has been returned to the customer and cleared for clinical use. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) had a blood back.